Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va25283, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va25283, ubd: 14-jan-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was noted that the patient had a successful trial with the lead and was implanted with no complications. It was reported that a couple of weeks after implant the patient complained to the healthcare provider or painful stimulation in their left hip and down their thigh, on the same side as the implant. It was noted that the patient denied any falls. The healthcare provider brought them into the office and did programming changes, but the patient did not get relief. They then had the patient turn off the stimulation for 4 days, but the patient still complained of the pain; the patient experienced pain with stimulation both on and off. Further troubleshooting included an impedance check and x-ray; no impedances were noted and the x-ray showed s3 placement. They decided to do a lead and pocket revision because of the patient¿s discomfort. The system was moved to the patient¿s right side and it was noted that they were feeling stimulation appropriately and comfortably on program 3 at 0.9 after the revision. No further patient complications are anticipated or expected as a result of this event.